Event description:
It was reported that when using the bd pyxis¿ es server, the patient details were not showing on the stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient details were not showing on the stations. The technical support specialist (tss) dialed into the server, logged into the patient encounter system, verified the patient identifier and confirmed that the patient¿s current admission was in unit ai. Tss validated the same in the database using the cast patient query, confirming the latest admission remained assigned to unit ai, and the unit belonged to different area. Tss identified the patient on station 43m using facility search and the customer confirmed that the es settings were corrected and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.